Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Event description:
Patient reported they have a cracked tooth that required a crown placement and root irritation that required a root canal. This is a contraindicated patient for bonded retainer, impacted teeth.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.